Manufacturer narrative:
Updated field: d4, d9, g3, g6, h2, h3, h6, h11. The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - inspection of the skull clamp shows that it has a loose swivel lock and accumulated residue. To adjust the swivel lock, new components need to be added to replace worn internal parts, such as the ratchet for adjusting the lock, the worn spring, bearing balls, washer, and o-ring. The small parts of the tilt lever (washers, groove, and screw) must also be replaced due to wear. The bore diameters of the tilt lever are outside of normal tolerance, and the pivot lever must be replaced along with the screw assembly. Additionally, the swivel base has damaged threads and must be replaced. To resolve the issues, new components were added to replace worn internal parts and general cleaning, and maintenance were performed. Root cause - the complaint is confirmed via inspection of the unit. The skull clamp had a loose swivel lock with accumulated debris, and the lock needed replacement of worn internal parts. The bore diameters of the rocker arm were outside of tolerance, and the swivel base had damaged threads. Additionally, this unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2017). The probable root cause is routine wear and rough handling of the unit. No further corrective action beyond the necessary repairs is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 4 of 4 reports linked to mfg report numbers and is for the second skull clamp used: 3004608878-2025-00233 .3004608878-2025-00234. 3004608878-2025-00236. A facility reported that the terminal was not clamping properly and springs open; has to be forced shut, cannot be opened on its own and is getting progressively worse. A second mayfield was used to finish the surgery, but the same problem occurred. The patient was under anesthesia, and the device was in contact with the patient; however, no harm resulted. The issue occurred prior to the surgery, and surgical delay was less than 30 minutes.